Event description:
A customer contacted beckman coulter inc. (Bci) and reported seeing error message and fluid leak in the hydro tray. Customer was unable to fill the wash concentrate canister. No injury was reported in connection to this event.

Manufacturer narrative:
Hotline advised customer to use ppe before troubleshooting. The customer shut down, rebooted the instrument and reloaded the wash concentrate reagent bottle as instructed by hotline but the fluid continued to leak. A field service engineer (fse) was dispatched: the fse found the leak was from the line on valve 12 and replaced the line.